Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass cause by dog chew on the pump. Pump received with dog chew marks, the reservoir tube lip has been chewed up by a dog. Unable to insert a reservoir due to reservoir tube lip damage.

Event description:
The customer reported via phone call that insulin pump had damage. The blood glucose at the time of the incident was 200 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.